Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to a flattened dome switch on the act button. No button error alarm was noted.

Event description:
It was reported that the customer's insulin pump alarmed button error. Customer's blood glucose level was 170 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).